Event description:
A report was received stating that when the device was removed from the patient, the clinician was unable to lock the needle into the safety mechanism. No adverse effect to patient or user reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.